Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Observed 1 broken device assessed as unidentified (tear) opening and 1 opening assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported unknown side rupture. Healthcare professional later confirmed left side rupture via ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Physician later confirmed left side rupture via ultrasound. Device has been explanted.

Event description:
Patient reported unknown side rupture. Healthcare professional later confirmed left side rupture via ultrasound. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: no observed. No further actions are required since no issue in the manufacturing of the device is observed.